Manufacturer narrative:
Bec requested the return of the wash buffer ii cubetainers for investigation purposes. Customer states the wash buffer ii cubetainers had already been discarded. No root cause was determined for this event.

Event description:
A customer reported to beckman coulter inc. (Bec) that they received two wash buffer ii cubetainers that were leaking. There was no report of injury in connection to this event.